Event description:
During the patient's replacement due to 11-25% battery remaining battery status, the surgeon had indicated that the generator's battery life had been short . The generator had been implanted approximately two years prior. Based on the available programming data, the manufacturer's battery life calculator predicted approximately 3.4 years remaining until neos = yes. Per the manufacturer's device history records, the generator passed final quality and functional specifications. The generator was noted to be laser-routed. The explanted product was received by the manufacturer, but analysis has not been completed on the suspect device to date no further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Visual analysis of the generator showed contaminates on the trimmed edge of the pcba. The generator failed multiple electrical tests. After the contaminates were removed, the generator passed the electrical tests as expected. The observed conductive debris suggests probable current leakage paths and premature depletion. Review of the internal data showed inconsistency between the voltage and % battery consumed, verifying premature depletion. Based on a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date.